Manufacturer narrative:
Insulin pump received with severely cracked and bleeding lcd glass, unable to verify for sensor anomaly due to cracked and bleeding lcd glass. Pump received with cracked at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was damaged and sensor was not working. Customer was out of the country and returned to the united states. Customer's blood glucose was not reported. Customer was advised that insulin pump would be replaced.